Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. Following deployment of a wallstent, a 18-4/5.8/75 xxl esophageal balloon catheter was used for post-dilatation. However, the balloon ruptured at four atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patients status was fine.